Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 - manufacturer information: updated section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent heart transplantation. The patient was elevated on the transplant list secondary to ventricular tachycardia (vt). The patient experienced vt at home and was on an intravenous antiarrhythmic for treatment. The device was noted to have operated as expected.